Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by nurse that customer is hospitalized due to high blood glucose. The current blood glucose reading is 95 mg/dl. Customer experienced dehydration, vomiting and diarrhea. Admitted due to diabetic ketoacidosis. The customer is in ICU and getting treated with insulin drip. The blood glucose reading at the time of the event was 493 mg/dl. Customer stated that he was not wearing the insulin pump, due to not having supplies. Nothing further reported.